Event description:
The advocate stated the customer received a blood glucose reading of 90mg/dl from the contour meter and 90 minutes later she had hypoglycemic symptoms. She drank some orange juice. An ambulance was called and the customer was retested by the emt on a different meter and the reading was 60mg/dl. The customer was taken to the hospital and was released later that day. Information regarding treatment was not provided. New meter and strips were sent and the customer is expected to return her strips for evaluation.